Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during removal of the peel-away sheath, one of the hub tabs detached as the nurse began to peel apart the sheath body from the catheter. The nurse was able to successfully remove the sheath body from around the catheter and the catheter remained in place. There was no reported delay, death, or complications to the patient as a result of this occurrence.